Event description:
It was reported that the patient presented to the hospital for a device implant. During procedure, the right atrial lead exhibited high pacing impedance. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found the complete lead with a stylet and an implant tool was returned in one piece. Electrical, visual and x-ray examination were normal with no anomalies found.